Event description:
Patient has one lesion treated during index procedure. One endeavor sprint rapid exchange (rx) drug-eluting stent implanted to mid lad. Patient was asymptomatic / free of symptoms at 30-day follow-up. Approximately 4 months post index procedure, it is reported that the patient suffered a stroke. Investigator stated that the event was not related to the study stent or study procedure. Patient was not taking asa or clopidogrel / ticlopidine 24 hours prior to event. No further information on this event is currently available. Patient was asymptomatic / free of symptoms at 6 month, 1 year and 1.5 years follow-up.

Manufacturer narrative:
(B)(4). Evaluation, results: cva/stroke.

Event description:
It has been confirmed that the patient suffered a stroke approximately 1 year and 4 months post the index procedure and not at 4 months post index procedure as initially reported. It is reported that the patient also suffered an mi and underwent a non-target vessel revascularization approximately 2 years and 2 months post the index procedure. Patient was free of symptoms at the 2 year and 2.5 year follow up.

Manufacturer narrative:
(B)(4). Evaluation, results: (B)(4) inherent risk of procedure (mi and revascularization).

Event description:
Approximately 38 months post index procedure the patient had a revascularization of the lad using a resolute integrity stent. The investigator indicated that the event was related to the study stent.